Manufacturer narrative:
(B)(4).

Event description:
It was reported there was high out of range hv lead impedance reported via a merlin.net transmission alert notification. The patient will continue to be monitored.